Event description:
Peg (percutaneous endoscopic gastrostomy) tube placed for patient in procedure, and on insertion, plastic part of peg tube/drain came apart in 2 pieces outside of the patient. Boston scientific endovive standard peg kit, 24f (8mm) lot 32976906.